Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation is not confirmed. The device was not received for evaluation, and no photos were provided. Per the event description, the most likely cause(s) of the reported failure is an internal manufacturing defect. The complaint allegation cannot be confirmed without the device for evaluation.

Event description:
On 05/17/2023, it was reported by a sales representative via sems that an ar-2260 implant delivery system button would not fit in the button inserter. This was discovered during a case with no patient effect.